Event description:
Litigation papers allege: on (B)(6), 2008, patient was implanted with a depuy pinnacle hip implant on the right side. Patient experienced extreme pain in the hip, causing difficulty ambulating and sleeping. Patient learned that the implant was failing and releasing metal ions. There is no mention of revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw the investigation could not draw depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.